Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 000904221a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 000904221a and device part number 195-430wjr / lot 904221. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 000904221 showed that the complaint rate is 0.00105%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, it could possibly be related to self-test user performance or the specific patient sample.

Event description:
The consumer reported false negative results with two (2) binaxnow covid-19 ag self tests, both performed on (B)(6) 2025. This report addresses test one (1) of two (2). The consumer reported a false negative result with a binaxnow covid-19 ag self test taken on 04 jan 2025. Three (3) flowflex covid-19 antigen home tests were taken on (B)(6) 2025, all with positive results. The consumer mentioned having symptoms of fever, cough, stuffy nose, headache, and fatigue. There was no treatment taken, nor injury reported by the consumer.